Manufacturer narrative:
(B)(4). The affiliate informed that the perforator was discarded. As such it is not possible to evaluate the product and determine the root cause of this complaint. We will continue to monitor for this or similar complaints for this product code. At the present time this complaint is closed. Device discarded.

Event description:
As reported by the ous affiliate, a perforator did not disengage, damaging the dura. Caused a delay over 30 minutes as surgeon examimed drill, consulted attemding rep. He used a 5mm burr to complete the procedure. There was no reported harm to the patient. Perforator was discarded.